Event description:
It was reported that an unspecified wire would not advance through the viatrac dilatation catheter. The device did not enter into the patients anatomy. Another viatrac was used successfully. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided. Subsequent to the above report, the returned device evaluation found a tear / hole in the inner member.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported difficulty advancing over the guide wire was confirmed due to inner member damage. Based on visual and dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.